Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis and vomiting. The reported blood glucose reading was 370 mg/dl. Troubleshooting was performed. Found that the customer had not programmed the basal rates in the insulin pump. Further troubleshooting was not conducted as it appeared that user error was the cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.